Manufacturer narrative:
The manufacturer's service rep performed an on site investigation. The service rep replaced a connector. The system was tested and is operating as intended.

Event description:
The customer reported that the stenoscop system will intermittently fail to boot up. No pt injury was reported.